Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6). The patient stated that while sleeping in the night the tubing disconnected at the top of the set and when she woke up it was completely detached. Reportedly, the detachment occurred at the top of quick release. The location of the infusion was right side of the stomach and the pump was located on right side of the bed. The infusion was used for 1 day. The tubing might had stress or pull and the pump wasn't dropped with the set connected to the body. No further information available.